Manufacturer narrative:
(B)(4). Implanted device remains insitu.

Manufacturer narrative:
Per the clinic, the patient developed an allergic reaction at the implant site, however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. The report is filed october 21, 2015.

Manufacturer narrative:
This report is filed (B)(6) 2015.

Event description:
Per the clinic, the patient experienced pain at the implant site and underwent a revision surgery (date not reported) to examine the skin flap and implant position.